Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient got into a ¿scuffle¿ a few days prior to the report. The patient then lost stimulation for the left side of their neck two days prior to the report; the right side was still working. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6), product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6), product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6), product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6), product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).